Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed an error and insulin was squirting out. The customer's blood glucose was 226 mg/dl. The customer stated that the insulin pump has been dropped a lot of times. The customer stated that the drive support cap was sticking out. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded drive support disk. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and a missing end cap sticker.